Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2021. D6b. Explanted date updated to (B)(6) 2021. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 13th 2021, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.